Manufacturer narrative:
Manfacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported events could not be conclusively established through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2019 at 21:21:24 through(B)(6) 2019 at 6:57:10. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. A no external power alarm was captured on (B)(6) 2019at 12:46:08 when both power leads were simultaneously disconnected. The alarm lasted for approximately 23 seconds and the absence of external power to the system led to the activation of the emergency backup battery (ebb). There was no interruption in pump function and the alarms resolved when the controller cables were connected to appropriate power sources. It should be noted that the file captured backup battery not installed alarm on (B)(6) 2019 at 12:38:56 (investigated under (B)(4).the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists stroke and thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 of this IFU outlines all system controller alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had several recent admissions for fatigue and weakness, nausea, anorexia. He has had significant weight loss since february. He called the lvad line with reports of persistent weakness resulting in a fall. He hit his forehead and was complaining of a headache. Required his son's assistance to get up. He was instructed to go to the emergency department. Head computed tomography revealed a new right posterior cerebral artery territory infarction without hemorrhagic transformation. There were no other unusual events seen within the log files. Patient improving, placed on seizure medication with improvement of tactile function and cognition. Able to have full conversations and increased function of left lower extremity / left upper extremity. No further information was provided.